Event description:
A caller reported experiencing a continuous glucose monitor (cgm) error with code 42. There was no adverse impact on the customer's blood glucose level. The customer received guidance from technical support on performing a pump reset, and after completing the reset, the error did not reappear. The caller was then able to successfully start their sensor session.